Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020; 4135 boston scientific lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Ventricular oversensing was observed. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported through follow-up investigation that the noise had occurred during the patient's neck surgery. The rv lead has also exhibited chronically high pacing thresholds, which has been worsening since a recent bridging procedure. There was also an upward trend in the rv lead impedance noted. The lead will continue to be monitored. The implantable cardioverter defibrillator (ICD) and lead remain in use.